Event description:
Four days after percutaneous coronary intervention (pci), the pt complained of chest pain and thrombus was found proximal to and inside of the implanted cypher stent. Elective pci was performed on a de novo lesion in the proximal left anterior descending artery (in a native vessel) of 23mm in length in a 3.0mm vessel diameter. The (type c) lesion was characterized as eccentric. The lesion was predilated with a 3.0x18mm cypher stent at 16atm. Post-dilation was not conducted. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not used in the procedure. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Act was not measured. Intra-procedure medications included heparin 7000 units, aspirin 100 mg and clopidogrel sulfate 75mg. Post-procedure medications included clopidogrel sulfate 75 mg. On an unk date, the pt suffered diarrhea. Four days after the procedure, the pt complained of chest pain. He went to a different hospital at night after drinking alcohol. Coronary angiography was conducted and thrombus. Was observed proximal to and inside of the implanted cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) were conducted. Then a cypher stent of unk size was deployed inside of the previous stent to the distal portion. An intra-aortic balloon pump (iabp) was also inserted. The pt was in stable condition but still hospitalized. Medications used during the procedure included ticlopidine hydrochloride 200mg, warfarin potassium 3mg and sarpogrelate hydrochloride 300mg. Stenosis was found in the right coronary artery and pci was scheduled. The physician commented that the probable cause of the thrombotic event might be due to the fact that the pt was in a dehydrated condition due to the diarrhea and alcohol ingestion. He also indicated that it was not related to a defect in the cypher stent. It is not related to the cypher's defect.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. A male experienced a sub-acute thrombotic event 4 days post cypher implantation. Past medical history consists of angina pectoris, hypertension, lipid metabolism abnormality and alcohol ingestion. This pt's history puts him at increased risk for mace. An elective pci was performed in the proximal lad. The vessel classification was reported as type c: de novo, 100% stenosis, eccentric, 23mm in length and the vessel diameter was 3.0mm. The acc defines this type of lesion (type c = example: total occlusion greater than 3 months old and/or bridging collaterals) as a high-risk lesion with less than 60% success rate of treatment. The lesion was pre-dilated before the implantation of a 3.0x18mm cypher deployed at 16atm. Post-dilation was not conducted. Ivus was conducted. Timi iii flow was maintained. The residual % of stenosis was 0%. Act was not measured. The report indicated that the medical therapy used was aspirin, heparin and clopidogrel as per policy. Four days after the index procedure, the pt experienced chest pain and emergently visited another hospital. Upon assessment by this hospital, the pt reported to be suffering from diarrhea and to have consumed alcohol. Compliance by the pt with the medical therapy prescribed post index procedure is not known. Coronary angiography revealed a thrombus inside the cypher stent. Treatment was conducted with aspiration of thrombus, balloon and the implantation of an unk cypher stent. Details of this procedure were unk. Iabp was inserted. A new stenosis in the rca was also revealed and a staged procedure was scheduled. The pt remained hospitalized in stable condition. Antiplatelet therapy included ticlopidine hydrochloride, warfarin potassium and sarpogrelate hydrochloride. The product remains implanted in the pt and is thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Info collection has been performed on the aggregated DHR review report for epidemiology and reporting revision. Thrombotic events are a known potential adverse event following stent implantation. The IFU warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complication and/or bleeding events. The physician commented, "the probable cause of this event may be due to the fact that the pt was in dehydrated condition due to the diarrhea and alcohol ingestion. It is not related to the cypher stent". Based on the info provided, there are possible pt, vessel and pharmacological factors that may have contributed to this event.